Event description:
This customer observed imprecise, low biased phenytoin results on control fluids using vitros chemistry products phyt slides on a vitros 5,1 chemistry system. Biased patient results of the direction and magnitude observed could lead to inappropriate physician action should they occur on patient samples. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phyt results occurred on control fluids processed on the vitros 5,1 fs chemistry system. The definitive root cause could not be determined; however, user error in the handling of control fluids, user error in the handling of slide cartridges or that an instrument issue contributed to the event could not be ruled out. The root cause of the event is unknown.